Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account. The fse inspected the analyzer and a precision run verified the analyzer was aligned and operational. No issues with the analyzer were found and no parts were replaced. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, instrument service review, and labeling review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified, and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely depressed sodium and total bilirubin results while using the architect c4000 analyzer. The following data was provided for the same patient. The customer uses sodium normal range 135 to 148 mmol/l and total bilirubin normal range 0.2 to 1.5 mg/dl. Sodium (na) initial 117 mmo/l, repeat 141 mmol/l. Total bilirubin. Sid (B)(6) initial 1.7 mg/dl, repeat 1.2 mg/dl. Sid (B)(6) initial 2.8 mg/dl, repeat 2.3 mg/dl. Sid (B)(6) initial 2.0 mg/dl, repeat 1.5 mg/dl. No impact to patient management was reported.